Manufacturer narrative:
(B)(6). The complaint was visually confirmed based on the photograph submitted with the report showing a broken passing pin. Evaluation was not possible, as the device was not returned. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints of this nature have been filed and that no abnormalities were reported with this product during manufacture. Due to these facts, we are unable to determine what may have caused the user to experience the reported incident. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device broke during use. The broken piece was removed from the surgical site and the procedure was successfully completed using a back-up device. No patient injury or other complications were reported.